Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt presented with a postoperative eye infection, which was confirmed to be toxic anterior segment syndrome (tass). She reported the symptoms were noted on the first day following the surgery. She did not indicate whether the device caused/contributed to the event. No further info is expected. There are five medical device reports for this event regarding the products used in the surgery. This report is for the lens cartridge. (The report for the iol was previously submitted under MFR report# 9612169-2012-00019).

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined by the investigation. A complete questionnaire was received on 3/19/2012. (B)(4).